Manufacturer narrative:
Results of investigation: the suspect faulty main printed circuit board was received into the failure analysis lab where the reported issue was reproduced and isolated to a faulty transducer. This issue is part of an internal investigation.

Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the unit has multiple xdcr (transducer) errors and irregular ventilation. The unit was troubleshot and the errors were confirmed. The unit is not calibrating and the transducer test fails. The unit was not on a patient at the time of the event.